Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged coughing up phlegm. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer completed an internal visual inspection of device. The manufacturer found dust/dirt contamination at the iso port, on the motor casing/impellers, bottom panel, back of lcd panel, and blower box. The manufacturer also found presence of contamination throughout the air path that suggests a source external to the device, unknown fibrous contamination within the bottom casing of the base unit, mineral spots consistent with water ingress within the blower box and on the motor casing. Slight black contamination consistent with the keratin contamination observed at the blower seal of the blower box. The manufacturer reviewed the device¿s downloaded event log. The manufacturer found no error logged. The manufacturer confirmed there was no evidence of sound abatement foam degradation. The manufacturer also confirms the presence of contamination in the air path and evidence of water ingress into the blower box.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging cough up phlegm everyday. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.